Event description:
It was reported the patient wants her scs system explanted due to ineffective stimulation coverage. Reprogramming efforts have not completely resolved the issue. It was reported the patient will try the system for a month before deciding on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.